Manufacturer narrative:
The customer returned lancing device but no lancets for investigation. All lancing devices were tested during investigation with retention lancets. The lancing device was tested with test lancets (lot u21a8) at 11 different pricking depth settings, for each attempt the needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. The lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegation. The reported failure on protruding lancets could not be confirmed during investigation.

Manufacturer narrative:
Occupation is lay user/patient. The year is the only known part of manufacture date. We have defaulted to the first of the year. The lancet device and lancets were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of an issue with the coaguchek xs softclix lancet device. The customer stated that after seating the lancet into the carrier of the device and placing the dial cap back on, the lancet protruded from the opening in the dial cap. The customer was using the correct lancet and it was seated properly.